Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. The customer stated that the pump is completely beaten up and reservoir compartment is broken as well, the dome sticker is not there. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion and prime tests due to a loose/protruded drive support disk. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked case at the reservoir tube window corner, a missing address/serial label, a cracked end cap and missing end cap sticker.